Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, patient demographics was not provided.

Event description:
It was reported that the blood leaked at the filter upon initiation of blood transfusion. A new tubing was obtained and blood was hung without any difficulties. Although requested, additional information was not provided.